Event description:
It was reported that this artificial urinary sphincter exhibited fluid loss, resulting in recurrent incontinence for the patient. The device was explanted and replaced. No further patient complications were reported.